Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: one used product sample was received for evaluation. A 2.0mm, straight-line tear was observed near the maximum diameter of the cuff. The location and physical characteristics of the tear were consistent with the device having been damaged, which can be caused by mishandling of the device during patient placement of having been moved while inflated or during testing prior to placement. Manufacturing performs 100% inflation testing of these products and had the tear been there at that time, it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.